Event description:
It was reported that (1) device was used during a laparoscopic adrenalectomy. It was reported by the affiliate that during the first firing of the er420 instrument, the clips were positioned correctly. The following clips were fired open. The surgeon used another instrument to complete the case. There was no consequence to the pt.